Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Serial number, expiration and manufactured dates unknown. Date of event is unknown. Explant date is unknown. The reported glenoid failure may be the result of glenoid loosening and fracture of the center peg from the polyethylene body. However, the failure and potential contributions from manufacturing, patient, or user-related issues to the event cannot be confirmed as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.humeral stem: 300-60-02. Humeral head: 310-62-41.

Event description:
It was reported via clinical study that the 67 year old female had an initial left tsa on (B)(6) 2021. The patient presented to the surgeon on an unknown date and the polyethylene appears to be disassociated from the pegs. Other action taken: observation. The case report form indicates this event is possibly related to the device and definitely related to the procedure.